Manufacturer narrative:
The reported issue of the thermogard lcd display had stripes on the screen was not confirmed during the functional testing and visual inspection. The reported issue was not replicated however, as a precaution, a new display head was replaced. Following the repair, the thermogard was functionally tested and passed all the testing with no issue or faults observed. Event log showed no significant issues noted. Functional testing was performed and no issues were observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard with serial number (B)(4) on (B)(6) 2017 for (B)(4) . The display head was replaced to remedy the issue.

Event description:
As reported, the thermogard lcd display had stripes on the screen and due to this, the settings and patient data was hard to see. According to the customer, rebooting the system does resolve the issue temporarily. Customer stated that they can use another system to use for treatment. No patient harm or consequence reported on this event.